Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence and no insulin drips were not observed to be exiting the infusion set tubing. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 142 mg/dl.